Event description:
On 4/21/92 a physician was performing a laparoscopic inguinal herniorrhaphy using the disposable endo stapler manufactured by auto suture company. While applying pressure to the instrument handle to engage the staples, the distal end of the disposable instrument fractured into multiple pieces. Manufacturer claimed the instrument waqs broken because the physician attempted to remove the stapler through the trocar while the instrument was in the open position. Instrument was subsequntly disposed of by o.r. Personnel.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - inadequate, mechanical problem, telemetry failure, component failure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.